Manufacturer narrative:
Upon receipt, the lead was found dissected about 14 cm distal to the is-1 connector pin. Both fragments were returned for analysis. It is reasonable to assume that the lead was dissected during surgery. The lead fragments were extensively analysed. The analysis demonstrated insulation damages and a fractured conductor cable to the rv shock coil at some 27 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. The fracture of the conductor cable can be considered as the root cause for the observed out of range shock impedance mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular - first rib entrapment. Further damages occurred most likely during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implant duration of 10 months it was reported that the shock impedance was out of range. Patient complained about movements of ICD in the pocket. No other adverse patient side effects were reported. The lead was explanted.